Event description:
Caller alleged discrepant inratio2 results in comparison to the lab results. Results as follows: date: (B)(6) 2012, inratio inr: 4.8, lab inr: 5.8. The time between testing was 2 hours. Reportedly, the user was "milking" the finger after the finger stick. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.